Manufacturer narrative:
Block d4, h4: detailed model number and lot number were not provided to boston scientific. Good faith efforts were completed to obtain this information; however further information has not been received to date. Because the product information is currently unknown, no UDI and other product specific information is available. If additional details become available, a supplemental report will be submitted. Block h6: imdrf code a150207 captures the reportable event of difficult to remove. Addition information: block b5: describe event or problem.

Event description:
It was reported to boston scientific that an orbera balloon was explanted during a scheduled removal on (B)(6) 2025. During the balloon explant procedure, the nurse reported that an issue occurred. On february 1, 2026, additional information was received which confirmed the reported difficulty in explanting the balloon was related to the bib extraction kit endoline viper forceps. The forceps would not close to retrieve the balloon. The faulty forceps were removed and another of same were utilized to successfully remove the device. The patient was stable and there were no complications from the event. The procedure was completed with another of the same device. No patient complications were reported as a result of the event. The patient was reported as stable.

Event description:
It was reported to boston scientific that an orbera balloon was implanted on an unknown date. During the balloon explant procedure, the nurse reported that an issue occurred; however, specific event details were not provided. The patient was reported to be stable. The method by which the procedure was completed is unknown at this time. Good faith effort attempts have been made to obtain additional information regarding the reported event; however, no further details have been provided to date. No patient complications were reported as a result of the event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: detailed model number and lot number were not provided to boston scientific. Good faith efforts were completed to obtain this information; however further information has not been received to date. Because the product information is currently unknown, no UDI and other product specific information is available. If additional details become available, a supplemental report will be submitted. Block h6: imdrf code a150207 captures the reportable event of difficult to remove.